Event description:
It was reported that during a da vinci hysterectomy procedure, at the tip where the plastic holds the forcep, it came apart. The jaws on the pk dissecting forceps instrument could not open. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The pk dissecting forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's yaw pulley was broken and missing a piece at the base of the jaws. There were no signs of arcing observed. The instrument passed the electrical continuity test. It was concluded that the damage to the yaw pulley have been due to mishandling. Failure analysis investigation also found that one of the instrument grip was bent, causing side to side misalignment of the grips. There was a 0.021 offset at the tips. The grip-tips did not meet together when fully closed. It was concluded that the damage to the grip may have been due to mishandling. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the damage to the yaw pulley could likely cause or contribute to an adverse event, if the malfunction were to recur.